Event description:
It was reported that during a prostate procedure both the metal and glass cap of the first fiber detached at 175,400 joules inside of the pt and were flushed out without issue. A second fiber was used. Both the metal and glass cap of the second fiber detached at 209,718 joules inside of the pt and were flushed out without issue. The case was completed with a third fiber. No pt outcome provided. This report is for the second fiber.

Manufacturer narrative:
Reference MFR. Report # 2937094-2013-00553.